Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the clinic with complaints of hearing tones from the cardiac resynchronization therapy defibrillator (crt-d). It was also noted there was a remote home monitoring alert for high out of range right atrial (ra) impedance measurements. During the in office interrogation, there was oversensing of noise on the ra channel. The medical personnel contacted boston scientific technical services (ts) as she was unable to obtain measurements for the other manufacturer's ra lead due to constant noise. Ts had the medical personnel program off the minute ventilation feature, which resolved the noise. Further interrogation showed high out of range impedance measurements of greater than 3000 ohms for the crt-d and rv lead. Ts suggested obtaining an x-ray to check for lead integrity issues. It was noted that the patient was asymptomatic and denied any fall or trauma to the chest. No further information was able to be obtained from the clinic. At this time, the crt-d and another manufacturer's ra lead remain in service.